Manufacturer narrative:
This report is submitted on may 08, 2020.

Event description:
It was reported that the battery charger unit and battery appeared damaged and burnt. The equipment was advised to be removed from service, and a replacement battery and charger were sent to the patient. No reports of patient injury are associated with this event.